Manufacturer narrative:
Phone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was the reported that the intraocular lens (iol) was difficult to place, lens remains in the injector despite hydration / visco, does not progress through the injector (piston does not push). The practitioner had to recover the implant with forceps and a spatula. The implant was in contact with the patient, but no patient injury was reported. The material is not available for investigation.